Event description:
Air is passing through filter of IV administration set when administering fluid. No injury occurred to the patient.

Manufacturer narrative:
Preliminary results of investigation points to user error typically seen with either incorrect or no priming prior to use or shaking of the set prior to use. However, the device samples were sent to the supplier of the filter for further investigation. Results of investigation and any remedial actions taken (i.e. Re-training) will be sent in a follow up MDR.